Event description:
It was reported the patient received a safety pace due to crosstalk. The patient experienced occasional shortness of breath, but it may have been due to the patients chronic atrial fibrillation. During a subsequent visit, the patient presented with atrial pacing. No episodes of crosstalk were noted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.